Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of an epic stent delivery system (sds). There was blood in the shaft. There was a kink 9cm from the tip of the device. The stent was not received for analysis, as it was implanted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left superficial femoral artery. A 6x60x120 epic¿ vascular stent was advanced to the lesion. When the stent was deployed, it was noted that the stent had accordioned. Another epic stent was deployed through the first epic stent and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left superficial femoral artery. A 6x60x120 epic vascular stent was advanced to the lesion. When the stent was deployed, it was noted that the stent had accordioned. Another epic stent was deployed through the first epic stent and the procedure was completed. No patient complications were reported and the patient's status was fine.